Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump was cracked. Blood glucose level was 6.4 mmol/l at the time of the incident. It was reported that the reservoir locks in place. The insulin pump will be returned for analysis.